Event description:
According to the reporter: while using the instrument, the plastic tip disengaged into the pt cavity. It was retrieved from the cavity. Another device was opened and the procedure was completed. No issue damage and no bleeding was reported. Pt status: ok.

Manufacturer narrative:
Initial report submitted: july 10, 2008.